Event description:
(B)(6) study. It was reported that during a percutaneous coronary intervention procedure a vessel dissection occurred. In (B)(6) 2010, the subject presented with left-sided chest pain associated with nausea and vomiting. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. Target lesion #1 was 90% stenosed and located in the mid right coronary artery (rca). The lesion was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50mm x 16mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was 90% stenosed and located in the mid rca. This lesion was 12mm long with a reference vessel diameter of 2.5 mm. The was treated with direct stent placement using a 2.50mm x 12mm taxus liberte stent with 0% residual stenosis. During the index procedure, the lesion in the mid rca was pre-dilated using an apex balloon, size unknown. Following balloon angioplasty, a grade a dissection was noted with 30% residual stenosis. This was treated with the placement of 2.5mm x 16mm taxus liberte stent overlapping distally with another 2.5mm x 12mm taxus liberte stent with 0% residual stenosis.the subject was discharged on aspirin and prasugrel two days later.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).